Event description:
Consumer reported complaint for the trueplus single-use insulin syringes. Customer stated he had just opened the box and the syringe needles are bent. The package was not open or damaged when received by the customer. The customer feels well and did not report any symptoms. Customer did not claim to be injured while using the syringes and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4) . Syringes were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated that he had not received replacement syringes, he had received lancets. Replacement syringes were re-shipped to customer. Note 2: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 13-may-2024: h6: updated FDA¿s type, findings and conclusions codes. H10: syringes were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using syringes from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.